Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The pt was hospitalized (date unspecified) prior to death. Dianeal therapy was ongoing at the time the patient expired. On an unreported date, the pt experienced chest pain and was subsequently hospitalized. The patient died while in the hospital. The cause of death was reported by the patient representative as cardiac failure but this was not confirmed by the peritoneal dialysis registered nurse. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.